Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms and bolus anomaly noted. Device passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was over 600 mg/dl at the time of incident and the current blood glucose level was 191 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The customer believed that the insulin pump was not delivering the correct amount of insulin due to no change on the blood glucose reading even after delivering 17u of bolus. The insulin pump will not be returned for analysis.